Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet was operating in bg run mode after the user missed a sensor-replacement alert and subsequently experienced nocturnal hypoglycemia that was confirmed by a fingerstick and entered into the ilet; the agent then assisted with pairing a new dexcom g7 sensor using code 4896. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose. Investigation included customer interview and troubleshooting, including successful sensor pairing to restore cgm communication. Investigation of this case revealed no device malfunction was identified, and the event was attributed to an unclear cause with the precipitating factor being a missed sensor-replacement prompt that led to operation without continuous cgm data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.